Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue.

Event description:
It was reported that a red alert was identified for this pacemaker via the remote monitoring system. A review of the device data found that the alert was due to out-of-range pacing impedance on the right ventricular (rv) lead of this pacemaker system. The alert had occurred multiple times over the last two years. The alert was reviewed by the patient's following clinic. This product remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was returned for analysis following device replacement for normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
It was reported that a red alert was identified for this pacemaker via the remote monitoring system. A review of the device data found that the alert was due to out-of-range pacing impedance on the right ventricular (rv) lead of this pacemaker system. The alert had occurred multiple times over the last two years. The alert was reviewed by the patient's following clinic. This product remains in service. No adverse patient effects were reported.